Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received total left shoulder index surgery. Dr. Had to close reduce the patient's left shoulder due to a posterior dislocation of the humeral head on (B)(6) 2019. Dr elected to revise the patients left shoulder from an anatomic to a reverse shoulder on (B)(6) 2020. Dr. Removed the index components. All were well fixed. There were no loose components. There was no mention by anyone that the components contributed to the need to revise the shoulder. No pieces or instruments broke during the case and there was no extension in time as a result of depuy products.